Manufacturer narrative:
The t:slim pump user guide states: ¿very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim pump and do not take it on these types of rides. Also, on high-speed/high-gravity roller coasters, you should disconnect (not stop or suspend) your pump as well.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer wore the pump on free fall, high-speed, and high gravity roller coaster rides. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 280 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.